Event description:
It was reported that the device has never worked despite numerous attempts to adjust it by the mfg rep and urologist. The device has been implanted for six days. Further follow-up is not possible.